Event description:
It was reported that patient presented in clinic for pre-procedure checkup. Upone review, it was noted that atrial lead exhibited noise. It was also noted that right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were made. Patient condition was stable.